Manufacturer narrative:
Title: comparison of uterine scarring between robot-assisted laparoscopic myomectomy and conventional laparoscopic myomectomy source: journal of obstetrics and gynaecology 2020, volume 40, no. 7, pages 974-980. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, 203 patients underwent myomectomy by two specialists between 2014 and 2017. 110 women underwent laparoscopic myomectomy, and 93 women underwent robot-assisted laparoscopic myomectomy. In all procedures, the ligasure was used to make a line into the myometrium and deepened until the myoma surface appeared. After the myoma was removed, the ligasure was used to separate the capsule from the myoma. The myometrial wound was repaired using v-loc. Seven days post-operatively, six patients developed a hematoma, one of which also had a pelvic infection that needed CT-guided drainage of the hematoma and antibiotic treatment.